Event description:
The customer reported to customer service that she had been using her ten year old pump for three month with 30mm breast shields. Her areola was going into the tunnel of the breast shield on one side and was causing pain. Customer had tried using lanolin and stopped using the pump.

Manufacturer narrative:
Customer service advised the customer to discontinue use of the pump and to contact a lactation consultant or doctor for further assistance. In f/u with the customer on (B)(6) 2012, she indicated that she was using the 24mm breast shields on both sides; no problem on the right, but the left was painful. Customer had previously been using 27 and 30mm breast shields. She had bleeding at the base of her nipple on the lft side and a round, red circle of skin missing. Customer indicated she had already had mastitis on her right side, and that her left nipple is larger than the right. A medela clinician contacted the customer on (B)(6) 2012. Customer confirmed she had completed the antibiotics course and had recovered from mastitis with no negative effect on her milk supply. The pain had greatly relieved with the use of the 24mm breast shields. Though there was still some discomfort and a red ring around her nipples, customer confirmed this was tolerable and she was not having any further erosion of the skin or bleeding. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Though the pump was not returned for eval, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues.